Event description:
It was reported that a device was used during a low anterior resection. The device fired malformed staples, causing the staple line to leak. The surgeon overstitched the area to finish the case. There were no pt consequences.